Manufacturer narrative:
Company rep evaluated the unit and found an error message. The unit was rebooted and problem was resolved. Unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.